Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An compatibility issue was reported with the abbott diabetes care (adc) with model 8a pixel google phone with android operating system 16 version 2.12.1.1147. The customer reported that there was no alarm for the low glucose values, as a result the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and treated themselves (treatment unspecified).no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: section d1 (brand name), d2a (common device name), d2b (procode) and g4 (PMA/510(k) #) an extended investigation has been performed for the reported complaint. The customer reported for missing low glucose alarm using freestyle librelink. A good known sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and observed low glucose alarm triggered, and alarms functioned as intended. Attempted to replicate customer complaint using similar configuration that closely aligns with the customer's reported sensor setup. Despite a comprehensive investigation, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle libre link android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An compatibility issue was reported with the abbott diabetes care (adc) with model 8a pixel google phone with android operating system 16 version 2.12.1.1147. The customer reported that there was no alarm for the low glucose values, as a result the customer was not alerted of changes in their glucose levels. The customer experienced a loss of consciousness and treated themselves (treatment unspecified).no third-party treatment was provided. There was no report of death or permanent impairment associated with this event.